Manufacturer narrative:
This supplemental report is being submitted to provide additional information. No defects other than those reported in the initial MDR were identified by device inspection by olympus europa se & co. Kg. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus medical systems corp. (Omsc) assumed that the reported event was caused by front panel unit failure. This failure may have been caused by followings; -wear due to long-term use -strong physical stress on the front panel if significant additional information is received, this report will be supplemented.

Manufacturer narrative:
Olympus inspected the device at the service department of olympus (B)(4) and found that the front panel had a crack. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A customer reported that the whole illuminated part of the front panel start to blink during a diagnostic gastroscopy. The lamp never went out. The procedure was completed without replacing the device. There was no report of patient injury associated with this event.